Event description:
According to the patient filed provided, low ventricular sensing values were recorded. And non-physiological signal recorded on the egm v associated with loss of ventricular capture.

Manufacturer narrative:
Devices history reports (DHR) analysis show that the lead and the device related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory between 06 july 2022 and 06 august 2022 showed oversensing, non-physiological signals (noise/artifacts) on ventricular channel. The origin of these non-physiological signals and noise/artifacts are unknown. Based on available data the issue could be located at lead level and/or connection level but cannot be confirmed with certainty. Since 25 august 2022, good ventricular impedance and sensing values were recorded by the device and no noise or artifact were recorded on the memories which could indicate that probably two reinterventions ((B)(6) 2022) were performed and resolved the observed electrical issues. However, as no patient files after (B)(6) 2022 and no x-ray were provided, as well no information on impacted lead (ventricular lead) or whether the lead has been explanted and/or whether it is or not available for return, it is impossible to conclusively confirm/identify the reported issue. If the lead still implanted, a careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes. For more details, please refer to the enclosed final report.

Event description:
According to the patient filed provided, low ventricular sensing values were recorded. And non-physiological signal recorded on the egm v associated with loss of ventricular capture.